Manufacturer narrative:
A philips remote clinical specialist (rcs) spoke with biomed and walked through the process of entering the configuration mode. The rcs confirmed the system was configured to low alarm and dsat alarm delay time was set to 20 seconds. The rcs provided instruction to review the current settings with the clinical manager and check the system performance. The rcs later followed up with biomed; however, they had not been able to confirm or observe the alarm behavior relative to the configuration of the device. Based on the information available, the cause of the reported problem was not established. The reported problem was not confirmed. The rcs provided information regarding settings and configuration to resolve the issue. The customer was satisfied with the information provided and indicated the case could be closed. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that when a patient goes into dsat, the alarm is low and not alarming fast enough. The device was in use on patient at time of event, there was no adverse event reported.